Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements for about ten days which then returned to normal values. The r-wave amplitude dropped from 20 millivolts (mv) to 12 mv. As the device moved freely in the pocket, it is suspected the patient has twiddler's syndrome. The physician suspects the rv lead has fractured. The device tachycardia therapy was turned off and the patient was given a life vest. About two months later, the right ventricular (rv) lead was explanted due to high out-of-range shock impedance measurements. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received in february 2018 that the patient passed away in december 2016. There were no reported allegations linking the patient's death to the implanted device. The device is currently in analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.